Event description:
Surgeon attempted to implant a lens. The lens tore prior to insertion into the eye. No pt injury. It was unknown what caused the lens to tear. The injector and cartridge model and lot numbers were unknown.